Event description:
It was reported that during a recanalization procedure, the device allegedly made abnormal noise. It was further reported that the tip got caught in the hemostatic valve of the sheath and the helix detached from the catheter and would not spring back. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. A physical investigation was performed for the catheter. It can be confirmed that the helix was broken. The helix was broken right at the handle. A breakage at the handle appears when the catheter handle is kinked to intense. Therefore, the investigation is confirmed for the detachment issue and inconclusive for noise, audible and entrapment of device. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. B5, d4 (expiry date: 01/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. (Expiry date: 01/2024).

Event description:
It was reported that during a procedure, the device allegedly made abnormal noise. It was further reported that he tip got caught in the hemostatic valve of the sheath and the helix detached from the catheter and would not spring back. There was no reported patient injury.